Manufacturer narrative:
Product evaluation: the iol was returned for analysis and the reported complaint could not be confirmed. Additional observations were as follows: iol returned cut in half in a specimen container. Solution is dried on optic and haptics of the segments. The iol was let dry for further investigation. The optic is torn/split-cut dividing the iol in two (2) and scratched/marked-rejectable. Optical power & resolution could not be verified due to the extensive optic damage. The root cause for the reported complaint could not be determined. An impact to the visual acuity of the patient cannot be verified by examination of the returned product. Based on these investigation findings, we are unable to verify if the iol contributed to the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Further information was provided by the original physician that the patient had positive and negative dysphotopsias. The clinical reason for explantation was "unbearable", and "unable to drive at night". Symptoms resolved after iol exchange.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other similar complaints reported in the lot number. (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient reported dysphotopsia. The case went perfectly and her vision is excellent. The physician asked the patient to wait a few weeks to see if the condition would subside, but it did not. The physician sent the patient for a second opinion. Additional information was provided by the original physician that the patient experienced negative dysphotopsia starting the day after the initial procedure. Additional information was provided by the patient that the original physician told her she had weak zonules. The patient also reported that the second physician did not say she had weak zonules. Additional information was provided indicating that the patient had positive dysphotopsia. In the surgeon's opinion the cause of the event was positive dysphotopsia and high refractive index in the lens. The patient's issues have resolved. The iol was exchanged for a different model of the same diopter along with a limbal relaxation incision.